Event description:
A buyer reported that prior to a vitrectomy procedure that ports three (3) and four (4) of the system's auxilliary illuminator were not working. There was no patient involvement. The surgery was started and completed using ports one (1) and two (2) of the system.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via event logs). Auxiliary illuminator assembly and lamp were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 16, 2013. Based on qa assessment, the product met specifications at the time of release. Auxiliary (aux) illuminator and lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The returned aux illuminator and xenon lamp were installed to a calibrated system. Functional testing found the system to meet alcon specifications. The reported event could not be replicated. The system and the returned, evaluated samples were found to meet specifications. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).